Event description:
It was reported that the patient required 're-operation' due to capture difficulties. Lead measurement showed high unipolar impedance, and x-ray revealed an apparent lead fracture. The device has been removed from service. No patient complications have been reported as a result of this event.